Event description:
A hospital in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that water leaked between the heater module and elbow adapter of an rt125 infant bias flow breathing circuit. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). PMA/510(k): the rt125 infant bias flow breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of the similar product is k020332. Manufacturer narrative: method: the returned rt125 infant breathing circuit was visually inspected for damage and pressure tested for the reported leaks. Results: no physical damage was observed with the returned infant circuit. The pressure test results were within specifications. Conclusion: no fault was found with the returned rt125 infant breathing circuit. All breathing circuits are pressure tested during production and those that fail are rejected. A leak in the breathing circuit is usually detected by a ventilator alarm. The user instructions that accompany the device state: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Manufacturer narrative:
(B)(4). PMA/510(k). The rt125 infant bias flow breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of the similar product is k20332. Manufacturer narrative. The complaint device has only recently been returned to fph (B)(4) and is currently being investigated. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked between the heater module and elbow adapter of an rt125 infant bias flow breathing circuit. This was noticed during use on a patient. No patient consequence was reported.